Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the patient reported a syncopal episode to have occurred on (B)(6) 2015. The use of a holter monitor revealed oversensing resulting in pacing inhibition. The lead was successfully capped and replaced on (B)(6) 2015.